Manufacturer narrative:
The philips authorized repair facility technician (rft) performed diagnostic testing on the device speaker and found that the device speaker was not producing audio when performing the startup test. The rft replaced the device speaker and the device passed all functional testing. The device was operational after repairs were completed and returned to the customer.

Event description:
The device was sent to philips bench where the issue of the speaker not functioning was discovered. The device was not in use on a patient at the time of event, there was no patient involvement.